Manufacturer narrative:
Concomitant medical products: p6935m62 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with twiddlers syndrome and had pulled back all the leads. The right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained and sensing integrity counter (sic) episodes. The rv lead had double counting of r-waves and undersensing. The rv lead had high thresholds. The rv lead was repositioned and remains in use. The right atrial (ra) lead had high thresholds. The ra lead was repositioned and remains in use. The left ventricular (lv) lead had high thresholds with no capture. The lv lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.